Event description:
The customer reported to olympus, the evis exera iii colonovideoscope may have been contaminated with prions and requested an evaluation. The patient was undergoing a coloscopy to determine if the patient had a neoplasm. It was determined that the patient had a prion infection and rapidly progressive dementia.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: precautions: ¿prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, please follow the respective guidelines in your country.¿ olympus will continue to monitor field performance for this device.

Event description:
The diagnosis of prion's was after the completion of the colonoscopy procedure involving the subject device. The scope was isolated immediately and the device has been quarantined since december 17,2021. The scope was not used on any other patients. The user facility does not believe that the subject device was the cause of the patient¿s prion disease. During the procedure, biopsy forceps were also used and have been destroyed. During the procedure, no devices were replaced. The subject device did not fail during the procedure. The user facility reported the patient had rapidly progressive dementia and died on an unknown date. The patient's death has been determined to be not reportable as it was not caused or contributed to by the subject device; the patient's rapidly progressing dementia was present before use of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the user facility regarding this event, refer to b5.